Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124ej, serial/lot #: (B)(4), ubd: 27-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 41mm abdominal aortic aneurysm. It was reported during the index procedure, femoral access on both sides were exposed where it the vessels were observed to be quite thin. A 18fr sheath with the same diameter as the delivery system was inserted. Despite some resistance esbf3214c103ej was inserted relatively smoothly. It reached the target position and deployment was started. Contralateral cannulation and length measurement were performed, and the etlw1616c124ej was placed on the right of the common iliac artery (cia). The main body was deployed, and while removing the delivery system it became caught on a bare stent. It was attempted to be removed while rotating but resistance was felt when pulling the dcs out from fa. The patient's blood pressure then dropped when it was pulled out a little. The physician felt this was due to vascular damage as the tip got caught and was not able to be removed. The blood vessel was surgically cut and the tip was removed. The sheath was emergently inserted and a reliant balloon was raised from the other side to occlude the main body trunk. On the left side, non mdt stents were implanted from inside the main body (12 x 7 cm) proximally with second non mdt (10 x 7 excluder) implanted distally. The physician extended to the periphery using additional non mdt stents (10 × 10 cm and 11 × 10 cm) and the end region was extended to the outside of the blood vessel. A non mdt balloon was raised via the remaining guidewire on the left and occlusion was performed in the limb. The damaged part of the blood vessel was repaired by using an artificial blood vessel and the patients' blood pressure stabilised. Angiography was then performed proximally and it was confirmed that there was no endoleak and bleeding on the left leg was completely stopped. Per the physician the cause of the vascular damage was anatomy related due to narrow access. It appeared that the intima was being caught between the distal tip and the graft cover. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
B:5 additional information received; it was confirmed it was the delivery system of esbf3214c103ej that experienced the removal difficulties. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.